Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer. Unable to perform the displacement test and p cap reservoir will not lock properly due to missing retainer.

Event description:
Information received by medtronic indicated that the reservoir ring was missing. The customer stated that the reservoir did lock in place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.